Event description:
It was reported as "possible burn". The injury was noticed from the neckline to the mid back and noticed approx 24 hrs after procedure.

Manufacturer narrative:
The quality engineer stated that due to no product returned, lot code unk, and no photo's taken of the injury, the description of the reported injury do not fit the standard med description of an electrosurgical burn. An electrosurgical burn results from an external energy or heat source. Generally if a burn occurs due to misuse, improper application of or a fault with the ground pad, it occurs at the ground pad site, where the current localizes and overheats the tissue, and occurs immediately during the surgery, while the energy is present and active. Damage from the burn occurs on the surface layers of the skin. These injuries did not occur at the ground pad site, but were noticed on the neckline to the mid back approx 24 hrs after the procedure. It was also noted that you could see non burned areas of skin where the pad and cord had been placed. No info was provided as to location of the pad or pt position. The tissue damage appears to have been caused by user technique and/or pt position. We consider this investigation complete and the complaint closed.